Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited failure to capture and high pacing impedance. Programming changes were made. The patient had no adverse consequences due to the event and continued to be monitored.